Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that they encountered an error on the universal surgical manipulator (usm)4. The user disabled the usm4 and continued with the procedure using the remaining usms. The user planned to back drive axis 3 between cases and power cycle to see if the arm would start working. No known impact or patient consequence was reported.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where it passed. The usm was then installed onto a pftp where the usm was found to be intermittently failing on the insertion axis. Once testing was completed, the insertion searchlight assembly was aba test and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the insertion searchlight assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.